Manufacturer narrative:
Other applicable components are: product ID 3389 lot# serial# (B)(4) implanted: (B)(6) 2016 explanted: (B)(6) 2017 product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for parkinson's dual movement disorders. It was reported that after an MRI showed an edema at the tip of the lead. The lead was removed and the extension capped and left implanted. The lead is to be re-implanted at a later date. The issue was reportedly resolved at the time of the event . No further complications were reported or anticipated.

Manufacturer narrative:
Continuation: product ID 3389 lot# serial# (B)(4) implanted: 2016 (B)(6) explanted: 2017 (B)(6) product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was stated that the cause of the edema at the lead tip was unknown. No further information was provided.